Event description:
Patient stated the infusion sets leak. Patient stated his blood glucose went up to 560 mg/dl; this is when the leak was discovered. Patient reported he called his doctor and went to his office to get the insulin pens. Patient was able to self-treat by using the insulin pen. Patient stated the leak was the cause of his elevated blood glucose level. No adverse event reported. Patient has discarded the infusion sets.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Product was discarded.